Manufacturer narrative:
Correction to: removed degroot from section g1: MFR contact first name, and section h6: added evaluation conclusion code: cmc - no problem detected.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A replacement interval window was provided for this ICD. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A replacement interval window was provided for this ICD. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A replacement interval window was provided for this ICD. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this ICD was explanted and replaced. No additional adverse patient effects. This ICD has not been returned.